Event description:
It was reported by the medical examiner that this patient sustained a cervical gunshot wound approximately 2 years ago, and had been maintained on a ventilator and pacemaker since then. The medical examiner stated the gunshot wound and associated complications necessitated placement of the pacemaker. The patient recently developed pneumonia, arrhythmias and subsequently suffered cardiac arrest and died. The medical examiner indicated that it was unknown whether the death was device related, and is requesting that analysis be done to rule out device malfunction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.